Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported the l3 and l5 leads were explanted and replaced due to ineffective stimulation.

Event description:
Additional information received indicates x-ray imaging revealed the leads had migrated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.